Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.

Event description:
Related manufacturer report number: 2017865-2023-03147. It was reported that a patient presented with both the right ventricular (rv) lead and atrial lead dislodged due to twiddler's syndrome. During lead revision, it was noted that the rv lead helix would not extend. The physician elected to explant and replace both rv and atrial leads. The patient condition was stable.